Manufacturer narrative:
The event of seroma (late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported left side concern over biocell recall and "late seroma formation". Device remains implanted.